Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no discoloration of the display screen was noted. The insulin pump was monitored for several days with no display anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump's screen was black and discolored. The customer's blood glucose was 134 mg/dl. The customer stated the insulin pump was not exposed to extreme temperatures or direct sunlight. Customer stated the black screen was not resolved during the phone call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.